Event description:
Customer reported the indicated battery charge dropped 40% in a short period. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to unplug the pump until the charge reached 1%, then re-plug it in, which the customer acknowledged. Customer declined follow-up.